Event description:
It was reported that the pt was transferred to this hosp with the iab in place. Upon connection to the pump, helium loss alarms occurred. The iab was removed and replaced without any pt complications.